Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 275cc filled to 295cc , catalog number 3501640, serial number (B)(4), lot number 5823749. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate profile 275cc filled to 295cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional by physical exam on (B)(6) 2018. As a result, the patient had undergone bilateral removal on (B)(6) 2018.

Manufacturer narrative:
On 04/21/2018, it was reported to mentor that the device history record ( DHR) of lot number 5823749 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. During examination, product evaluation team observed a rent at valve junction. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed in the device. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).